Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter was giving inaccurate high control readings. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 at 12:30pm. The patient stated he obtained a control reading of "143 mg/dl" and the range for the vial of test strips she was using was "105-140 mg/dl". In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. The patient denied taking any action in response to the reported issue. The patient claimed that as a result of the alleged issue, she developed symptoms of shaking, lightheadedness, and sweating thirty minutes later. The patient, however, denied receiving any medical intervention after the alleged issue began. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter. According to the csr's documentation, the patient was using the proper testing technique and that the correct control solution was being used. The csr also verified that the control solution and test strips were within date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.